Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. As customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer¿s caregiver reported an unspecified low reading obtained on the sensor scan compared to a reading obtained on a built-in meter. Caregiver reported that the customer experienced ¿black eyes on the forehead an injury¿, and loss of consciousness, however eventually was able to self-treat by taking tablets against the heart and drainage. No further information was provided. There was no report of death or permanent impairment associated with this event.